Manufacturer narrative:
The customer¿s report of missing roller clamp was confirmed upon visual inspection of the as-received set sample. During visual inspection, it was observed that the roller clamp p/n: 12281061 was missing below the lower fitment p/n: tc10006063. No other issue were observed. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Device history record for model: 2420-0500, lot: 20043250 shows that the set was manufactured on 12 april 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause was identified as due to a misassembly of the set during the manufacturing process.

Event description:
It was reported that the tubing sets were missing the roller clamp when the packages were opened. There was no patient involvement.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing sets were missing the roller clamp when the packages were opened. There was no patient involvement.